Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, loss of capture was observed on the right ventricular (rv) lead. Chest x-ray showed that the lead was not dislodged. The lead was explanted and replaced. The patient was stable.